Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the bronchovideoscope exhibited foreign objects on the bending section cover, and on the adhesive around the objective lens, as well as a dirty scope connector, and a chip on light guide lens. There was no patient involvement.